Event description:
Healthcare professional reported unknown side capsular contracture. Patient underwent surgery for treatment without replacement.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported unknown side capsular contracture baker grade unknown. Patient underwent surgery for treatment without replacement.